Event description:
A malfunction alarm was reported by the distributor air liquide healthcare ireland. There was no adverse impact on the customer¿s blood glucose level reported. Technical support provided pump reset information, assisted with resetting the pump, and confirmed the malfunction code did not recur after resetting. The customer continued to use the pump for insulin therapy.